Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2016 that the stenosis in the rca was 75% stenosis in proximal rca and 90% isr in mid rca.

Manufacturer narrative:
Device is a combination product.   Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00932. (B)(4) clinical study. It was reported that in-stent restenosis (isr) occurred. In (B)(6) 2016, the patient underwent percutaneous coronary intervention (pci) in the right coronary artery (rca). The patient was treated with placement of a 2.5x38 mm synergy¿ drug-eluting stent in proximal rca and a 2.25x38mm synergy¿ drug-eluting stent in mid rca. In (B)(6) 2016, coronary angiogram revealed de-novo stenosis in the left circumflex artery and in stent restenosis in the rca. The patient was then recommended for percutaneous coronary intervention. In (B)(6) 2016, the stenosis in rca was treated with placement of a 3.5x20mm non-bsc stent in proximal rca and a 3.0x30mm non-bsc stent in mid rca.